Manufacturer narrative:
Continuation of concomitant products: 7120q lead implanted on (B)(6) 2015; dtma1qq ICD; 459888 lead implanted on (B)(6) 2018.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed atrial lead position check. The ra lead remains in use. No patient complications have been reported as a result of this event.